Event description:
The pt had 2 scs leads with the same lot number. It was reported the pt experienced loss of stimulation after strenuous activity. X-rays revealed the scs leads had migrated. On (B)(6) 2014, the pt underwent surgical intervention during which, one of the leads was repositioned and the other was explanted and replaced. Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.